Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13k07024 and h13l15041. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k07024 and h13l15041 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient required hospitalization. The patient was treated with unknown intraperitoneal (ip) antibiotics. The cause and outcome were not reported. No additional information is available.